Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient notifier went off, it was programmed with an upper range of 1500 ohms. Impedance was about 900/1000 at implant and seemed to be suddenly rising.